Event description:
The patient noticed a "scab" at the incision site, picked at it, and realized the neurostimulator was exposed. An explant procedure was performed on (B)(6) 2025 and a new neurostimulator was implanted. As of (B)(6) 2025, the patient is doing fine.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, and inadequate fixation have been ruled out. Additionally, the patient having contraindicating conditions, not prepping the surface of the skin with an antiseptic solution, and improperly closing the surgical site have been ruled out. However, the patient picked at the scab which exposed the neurostimulator. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to patient non-compliance as the patient picked at the scab which exposed the neurostimulator (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.